Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called back to request a replacement pump. The customer also stated that the pump has been lost during her time in the hospital, and it has not been found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of being hospitalized for blood glucose of 359 mg/dl. Troubleshooting found that the customer was in the hospital for a medical procedure when their blood glucose went high and the doctor admitted the customer. Customer indicated that they would call back later to order a new pump. No further details given.